Manufacturer narrative:
(B)(4), a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of an air in line alarm, and determined the root cause to an out of range air in line sensor. The air in line printed circuit board was re-calibrated to repair the reported condition. A follow up report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague infusion pump which alarmed for air in line on channel c. It is unknown when or at what point in the process the reported condition occurred. Device evaluation confirmed the reported condition as a false air in line alarm. No patient injury or medical intervention was reported. The user interface module master software version is 5.04.00, which is classified as unremediated. No additional information is available.